Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported that the patient experienced a skin reaction with inflammation, pimples, blisters, pustules, abscess, and cellulitis, under the entire patch area, which occurred seven days after the sensor had been inserted into the abdomen. The abscess was under the area where the needle was inserted and the cellulitis under the adhesive patch. Besides this it was reported that at the time of the event the patient was vomiting, had a fever and was shaking. It was stated that the patient consulted a healthcare provider, and that she received treatment with antibiotics, name, and dosage unknown. There was no intervention needed for the abscess. The patient reported that the inflammation had reduced after sensor removal and at the time of the report, the patient was not feeling ill, and the abscess was smaller and healing. No additional event or patient information is available.